Manufacturer narrative:
Device evaluated by MFR: the main coil, the rhv, the introducer sheath and the delivery wire were returned. Visual and microscope inspections were performed. It was observed that the main coil was bent and stretched at the coil arm and primary coil section, arm coil was detached. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified with the device. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
Reportable based on device analysis completed on 19may2025. It was reported that coil became stuck in the middle part of the catheter. The 95% stenosed target lesion was located in the severely tortuous and mildly calcified left internal iliac artery. A 6mm x 20cm interlock?-35 was selected for use. During the procedure, it was noted that the coil became stuck in the middle part of the catheter. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed arm coil detached.